Event description:
It was reported the patient had withdrawal symptoms specified as nausea vomiting and an increase in pain. A catheter dye and a rotor study was performed. They were unable to aspirate the catheter. The port was accessed via fluoro but they could not draw back any drug. The patient had not recovered, and their symptoms/issue was on going. A revision/pump replacement has yet to be scheduled. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11018r45, implanted: (B)(6) 2002, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11018r45, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory.

Event description:
Additional information received reported the catheter was explanted and replaced. The product issue was resolved. The cause of the issue had not been determined. The catheter would not be returned as the customer discarded it. The patient's status at the time of this additional information was unable to be obtained. No further information was provided. Additional information including the patient's outcome following the surgery has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
Additional information received later indicated the pump was used to infuse morphine and marcaine. It was later reported that the cause of the issue was resolved and the patient was doing much better and has better pain control.